Event description:
It was reported that the user experienced repeated severe low blood glucose readings around 48 mg/dl during overnight hours, with lethargy and confusion, and initiated second-level monitoring without observed improvement; the event was categorized as hypoglycemia with cause unclear. Symptoms included lethargy and confusion consistent with neuroglycopenia. Outcomes included correction with oral glucose tablets and return to target range within about one hour, with no hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no identified device malfunction related to the reported event. It was concluded that the cause of hypoglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.